Event description:
It was reported that while checking the device, the sales rep observed that there was an unk liquid inside of the battery. There was no pt involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The device was not returned for eval, therefore no visual or functional inspection was performed. A review of previous investigations with similar failures was conducted. Based on a review of these investigations the fluid intrusion reported was likely caused by improper sterilization techniques.